Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent an atrial fibrillation ablation procedure that included a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced pericardial effusion that required pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed. The biosense webster inc. (Bwi) representative reported that the patient's blood pressure dropped. A pericardial effusion was confirmed by utilizing ultrasound. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed from epicardia space. The patient was reported to be in stable condition and fully recovered with no extended hospitalization because of the adverse event. Transseptal puncture was performed with "heartspan" needle. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. The physician's opinion on the cause of this adverse event was unknown. Force visualization features that were used: graph, dashboard, vector, visitag. Parameters for stability while using visitag module was surepoint. Additional filters used with the visitag was stability and force. Color option used prospectively was surepoint. Flow settings for irrigated catheter was default settings. Correct catheter settings were selected on the generator. Pump was switching from "low" to "high" flow during ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was a reported that a patient underwent an atrial fibrillation ablation procedure that included a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced pericardial effusion that required pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed. The biosense webster inc. (Bwi) representative reported that the patient's blood pressure dropped. A pericardial effusion was confirmed by utilizing ultrasound. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed from epicardia space. The patient was reported to be in stable condition and fully recovered with no extended hospitalization because of the adverse event. The device evaluation was completed on 21-jul-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31042102l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event was unknown. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).